Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported, first and second suction were obtained and the laser began the raster pass during lasik flap creation of the left eye. Half way through the treatment it was noticed that no flap was being created. The treatment was stopped and suction was released. A new treatment and patient interface were set up and a flap was successfully created.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows multiple successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The first treatment of the patient's left eye was aborted by the user during bed cut. The second treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).